Event description:
It was reported that an ilet device became nonfunctional after its touchscreen cracked, rendering the screen unusable and the device inoperable, and a replacement was arranged; the affected component was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress problem associated with the fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.